Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator. After silicone oil was applied, the lead could be inserted into the header and the procedure was completed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.